Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with a pause of less than one second. It was thought the noise was due to diaphragmatic oversensing. The lead was later surgically abandoned and replaced. No additional adverse patient effects were reported.